Event description:
The rptr did meter to lab comparison tests. Rptr's meter read 379 mg/dl, and the tab test result was 157 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that the tests at the lab were done one right after another, and that rptr had cleaned meter before going to the dr's office. Rptr's technique of applying blood is accurate. Rptr checks the confirmation dot when testing. No harm was alleged.